Event description:
(B)(6) female. Bioraptor knotless ref number (B)(4) lot 50341791. Anchor inserted in slap position. Straight shot at hole. Anchor went in fine, no issues. When tensioning the suture, the suture came completely out of the anchor. Surgeon tightened down inner plug and didn't complete the repair as he had lost the only position he could place an anchor and didn't want to drill over it.

Manufacturer narrative:
Product was not being returned for evaluation. (B)(4)